Manufacturer narrative:
The patient performed therapy with a cat in the room and the cat bit and damaged the tubing which caused a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the heater line of the homechoice (hc) cassette during peritoneal dialysis therapy. The patient was connected to the hc device and in drain three of five when they noted the leak. The patient stated that their cat had bitten the heater line and caused a puncture, which led to the leak. The patient ended the therapy. The following day, the patient was given antibiotics as a precaution. The technical service representative explained about proper procedure during the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.